Manufacturer narrative:
The event occured on (B)(6) 2018. Device evaluation results: one cadd solis vip pump (2120) was returned for investigation in good condition. The customer's reported product problem was verified. The pump was found to be displaying the "cassette not attached properly" alarm message during the investigation. Corrosion was found by the latch/lock and occlusion sensors of the returned pump. The "cassette not loaded properly error" issue was caused by fluid ingression. The latch/lock optic flex sensor was replaced.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed alarm for cassette not latched properly. No reported adverse effects. Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump (2120) was returned for investigation in good condition. The customer's reported product problem was verified. The pump was found to be displaying the "cassette not attached properly" alarm message during the investigation. Corrosion was found by the latch/lock and occlusion sensors of the returned pump. The "cassette not loaded properly error" issue was caused by fluid ingression. The latch/lock optic flex sensor was replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed alarm for cassette not latched properly. No reported adverse effects.